Event description:
According to the initial reporter: (B)(6) year old woman who is 21-22 weeks pregnant by lmp who presented to outside hospital fistula with hypotension. She underwent contrast-enhanced CT of the abdomen and pelvis, demonstrating a large retroperitoneal hematoma and left iliofemoral dvt. Patient in ir for ivc filter placement. The gunther tulip introducer sheath was then positioned appropriately, and the tulip filter unsheathed. However, during deployment, the deployment mechanism failed, and the deployment rod remained attached to the filter. It could not be released. The patient developed pain during manipulation. Therefore, we quickly obtained second access to secure and remove the defective filter. This was successful using the cook filter retrieval kit and the filter was removed intact. The inner introducer rod of the tulip set was then removed from the introducer sheath. The cava was then inspected to ensure no caval injury and no significant difference from baseline ivus. No residual foreign body was visualized. We discussed the defective filter with the patient, and the potential to stop the procedure or place a different filter of different brand. She desired to proceed with second filter placement. This was performed uneventfully as above with argon option filter. Post-deployment ivus showed appropriate position of the filter above the renal veins with full strut expansion. Hemostasis was achieved with manual compression.